Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.